Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for cerebral palsy and intractable spasticity. It was reported that the hcp read the pump today and it showed an active motor stall alert. The patient had magnetic resonance imaging (MRI) on 2024-04-02 and the logs showed a motor stall on that date. The patient stated the patient said the pump was checked after the MRI but the recovery log did not show up until after it was read today. The patient never heard any alarm and never had any symptoms.